Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to the available information, tubing breakage near pump - damage could have been caused from misuse.

Manufacturer narrative:
This follow-up MDR is created to document the additional device information and lot review, corrected/additional implant, explant, and event dates and clarification of event information. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information indicated tubing split near pump the device was replaced with a 22cm titan touch